Manufacturer narrative:
G4: 21oct2020, b4: 22oct2020 . It was reported that the unit was out of warranty and the customer was advised to purchase a battery. Although requested no other information was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported a ventilator with a battery failure. This event was reported to have occurred during patient use - there was no allegation of harm associated with this event.